Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise oversensed, and an inappropriate electric shock. Which was suspected to be caused by myopotential. Reprogramming efforts were discussed and recommended. Additional information received indicates that the physician turned off the therapy to perform isometric testing. It was noted that the placement looked fine. The patient had lost weight. The clinician decided to re-program and continue monitoring. Additional information received indicates that the patient received again an inappropriate electric shock. Currently, the product remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise oversensed, and an inappropriate electric shock. Which was suspected to be caused by myopotential. Reprogramming efforts were discussed and recommended. Currently, the product remains in service and no additional adverse patient effects were reported.